Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient had presented to the emergency room with chest pain and signs of infection. Blood cultures confirmed endocarditis. The entire system ¿ including the pacemaker, the right ventricular lead, and the right atrial lead ¿ was explanted. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct entry for section b6 should have been 'blood cultures confirmed endocarditis,' rather than leaving it blank.